Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead was returned in four pieces: the connector portion measured at 27.0cm, middle portion measured 6.8cm, middle portion measured 4.4cm, and middle portion measured 7.0cm and 8.4cm (outer coil / inner insulation / and inner coil). Visual analysis noted two abrasions. The first abrasion was noted breaching the outer tubing and exposing the outer coil consistent with friction to another device or patient anatomy on the middle portion (c). This external insulation abrasion was noted at 3.7cm ¿ cut end from the proximal cut end. It was unable to determine the full abrasion measurement due to procedural damage at this location. The second abrasion was an inner insulation abrasion due to external forces on the middle portion (d). The inner insulation was breached at 7.8cm ¿ cut end from the proximal cut end. It was unable to determine the full abrasion measurement due to procedural damage at this location. Electrical testing that could be measured did not find any indication of conductor fractures but did find an internal short consistent with procedural damage on portion (c). All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.